Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with broken battery cap(p) and blank display due to corroded battery tube. No moisture damage on electronics noted. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated that a leak occurred and now can't remove the battery. The insulin pump was returned for analysis.